Event description:
It was reported that the patient received inappropriate therapy due to noise. The ventricular lead was replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.